Manufacturer narrative:
Additional information was received on 2/1/2020, implantation date was updated from (B)(6) 1999 to (B)(6) 1998 and explantation date was updated from (B)(6) 2002 to (B)(6) 2002. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was erroneously omitted to report that patient also experienced sebum overproduction, lichen planopilaris alopecia (autoimmune), new food intolerances, headaches, nausea, vertigo and ringing in ears post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade IV and autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation surgery with unspecified mentor saline breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient underwent bilateral removal and replacement with 375cc mentor smooth round moderate profile gel-filled breast implants on (B)(6) 2002. This medwatch form is for the right breast prosthesis.